Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-03757, 1627487-2017-03758. It was reported the patient has been receiving partial coverage. An impedance check revealed high impedance on several contacts. X-rays revealed one of the patient's extensions has pulled out of the ipg header. As a result, the patient will undergo surgical intervention. Note: both of the patient's extensions are being reported because it's unknown which extension is disconnected from the patient's ipg.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2017-03757; reference MFR. Report#: 1627487-2017-03758. Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2017-03757; reference MFR. Report#: 1627487-2017-03758.